Manufacturer narrative:
No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Diffuse lamellar keratitis is a known complication of refractive laser surgery. It is a reaction on the surgical trauma and may be caused or intensified by contaminated instruments. The root cause could not be determined conclusively.

Event description:
A center director reported a patient with stage one plus diffuse lamellar keratitis (dlk) bilaterally one day post lasik. Topical steroid drop dosage was increased. Doctor feels symptoms should resolve by patient's next appointment. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.